Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial inr = 1.0; repeat inr = 1.5. Caller reported that the pt self tester's inratio meter had an inr = 2.6. The pt was tested at the hospital about 24 hours later and the readings were 1.0 and 1.5. Customer tested self with inr = 1.4.

Manufacturer narrative:
The initial description indicated that all values were about 24 hours apart. An update to clarify this info was included in the case on (B)(6) 2012. This case is reportable in light of this clarification. Inratio precision data provided by end-user: date: (B)(6) 2012, 1st inr = 1.0, 2nd inr = 1.5, mean = 1.25, sd = 0.35, %cv = 28.28. Since % cv is more than 20%, the test failed the criteria for precision performed reference on reported lot 269015. In-house therapeutic donor testing has been performed on reported lot 269015. Results as follows: donor (B)(6), inratio: 3.5, inratio: 3.6, inratio: 3.3, ref: 2.95, bias threshold: 1.95 - 3.95, %cv: 4.41. Donor (B)(6), inratio: 3.2, inratio: 3.7, inratio: 3.3, ref: 2.59, bias threshold: 1.59 - 3.59, %cv: 7.78. At least 2 out of 3 for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Accuracy and precision criteria have been met. No further investigation is necessary. The 2.6 and 1.4 inr are excluded from comparison test. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Inratio tests were more than three hours apart. It is reasonable to expect changes in the status of the pt. Root cause could not be determined. No product was expected to be returned; in-house therapeutic sample testing with retain strips met accuracy and precision criteria. As reviewed on (B)(6) 2012, (B)(4) discrepant results complaints were reported for lot 269015 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4). No further action is required at this time. This issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.